Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2024 from date manufacturer was made aware. Block d6b: explant date: 2024.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information could be obtained.